Event description:
It was reported that the pump display was frozen. There was no adverse impact to the customer's blood glucose level. The frozen display was successfully cleared with the button alarm, and no further action was needed. The customer continued to use the pump for insulin therapy.